Manufacturer narrative:
(B)(4). No devices received, log review only. The report that the device register 20 ml instead of 16 mls was confirmed via event log review. The potassium infusion was programmed at 7:09 am on (B)(6) 2013. According to the log, the user selected a bd 30 from the syringe menu instead of the reported bd 20. Based on the syringe selected, the device estimated that 20.71 mls was in the syringe. The infusion ran until 5:31 pm at 2 ml/hr and ended when the syringe empty alarm sounded. The syringe pump software uses the length of the plunger from the plunger head to the flange, to determine the estimated syringe volume. The root cause of the customer's report was not definitively determined.

Event description:
The customer reported a 20 ml bd syringe was filled with 16 ml of potassium solution by the pharmacy and when loaded into the pump, the volume was displayed as 20 ml. Nurse selected bd syringe after inserting the syringe into the module. Rate was set for 2 ml/hr. The syringe has been discarded. Although requested, no further patient or event information was provided.